Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a power failure due to defective controller boards. The field service engineer (fse) replaced both drawer controller board and the pyxibus module controller (pmc) board. The fse then configured in storage space configuration. The customer successfully logged in, and the inventory station was verified to be operating as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had station failed to power up and was offline in rss. The power outlet was verified to be functional, as other devices such as a phone and clock powered on when connected; however, the pyxis unit did not turn on when plugged into the same outlet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.